Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture (loc) and oversensing of noisy signals on the atrial channel that resulted in false atrial tachy response (atr) episodes. There was also noise on the ventricular channel. The patient experienced fatigue and discomfort from phrenic stimulation. Ts suggested troubleshooting actions and reprogramming options. The device remains in use. No adverse patient effects were reported.